Manufacturer narrative:
The programmer was not returned for analysis; however, the probable cause was determined based on the complaint meeting a currently active corrective/preventive action.

Event description:
It was reported that this programmer touch screen was unresponsive. Moreover, the boston scientific technical services (ts) recommended returning the programmer for repair. The programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. The programmer was not returned for analysis; however, the probable cause was determined based on the complaint meeting a currently active corrective/preventive action.

Event description:
It was reported that this programmer touch screen was unresponsive. Moreover, the boston scientific technical services (ts) recommended returning the programmer for repair. The programmer remains in service. No adverse patient effects were reported.